Event description:
It was reported that in the past, the catheter came out of the intrathecal space. It was later reported that the ¿medication came out of space¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received from the consumer indicated the patient received unknown morphine (unknown concentration and dose) in a pump for chronic low back pain and spinal pain. Additional information was requested from the healthcare provider (hcp) regarding device information, when the catheter migration occurred, troubleshooting performed, if the cause was determined, and the actions/interventions required to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)